Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 171 mg/dl. The customer stated that there they were not using the proper batteries and kept receiving a failed battery alert. The customer is going to switch to the proper batteries recommended by medtronic and the customer will be shipped a new battery cap. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to missing battery tube spring. Unable to verify failed battery test or battery out limit alarms due to blank display. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. (B)(4).